Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. Customer not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.